Event description:
A customer reported that the cartridge was not fitting properly into the pump, as it was not fully snapped in. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to remove the pump case, clean the pneumatic tap area, and check for an o-ring. After following these steps, the customer was able to reload the cartridge successfully and resume insulin therapy.